Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, additional information received: unfortunately the staff did not retain the packaging for this device and therefore we do not know the lot number. The person who let me know about this was a o¿b, cst (please refer to the attached email).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported to the sales rep that they had one suture on the pack that was a wrong needle it was v5 needle instead the v7 other suture was correct. There were no patient adverse event. Product is not for return. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 11/4/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please provide the lot number? Please provide the source or name of person providing answers to follow-up questions: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.